Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. Upon evaluation, the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric revision using a blue cartridge, the jaws of the device was closed on tissue and during the first stroke the knife did not engage; no tissue was cut, but staples were deployed. The deployed staples were formed. The indicator showed that the first stoke was completed and the knife reverse was engaged. It is unknown which firing the event occurred. It is unknown if buttressing material was used. It is unknown if the device was fired over an existing staple line. None of the forces were higher or lower than expected, in closing, firing and opening. There were no unexpected noises. Second device was opened to complete the procedure with no patient consequences.